Event description:
Hill-rom has received a report from a homecare patient alleging that the head actuator on clinitron at-home air fluidized therapy unit failed during use, causing the head section of the bed to rapidly decrease in head elevation. There were no injuries reported to any personal as the result of this malfunction. Hill-rom technicians replaced the actuator and returned it to hill-rom for further analysis. This analysis is in progress and once analysis is complete, a follow up report will be sent to the FDA.